Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that they were unable to expose as the gantry would not close. Additional information was not provided. There was no known impact to patient's outcome.

Manufacturer narrative:
The system was serviced in the field and it was found that the rotor was not aligned. The pin could not be inserted. The rotor was manually moved until the pin could be inserted. Motion calibration was then completed. The covers were removed and the rotor tractor drive belt was inspected. The belt was not loose and no teeth were damaged. The rotor was moved and the door was opened and closed 5 times, making sure the rotor moved to the correct position with no issues. The system then performed as intended. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) a1-a4) patient information was unavailable from the site. H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi70000010, serial lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.